Event description:
End user states while sitting on the bed preparing to transfer into the power wheelchair, he drove the power wheelchair into his leg.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. The end user was not exercising caution while operating the power wheelchair in a confined space and using equipment requiring maintenance. Hoveround's owner's manual warns, "to avoid serious injury or death from a fall or collision, set speed/response control for the environment and your skill level. Set control to minimum if you are a less experienced driver or are in a confined space," and, "safe and effective use of your power wheelchair is dependent on proper maintenance."